Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that the anchor tip was broken off and had frayed sutures. There is no other damage to the anchor. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. As mentioned in the reported, it was suspected that the patient¿s bone was sclerotic, supporting our root cause. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is unavailable.

Event description:
Rotator cuff repair. Anchor broke on insertion. Used same like products to complete surgery. No delays. No adverse event reported. Surgeon commented that he thought the bone was sclerotic. Additional information received indicates the anchor broke at the tip and a new hole was created to complete the surgery.

Manufacturer narrative:
A supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation confirms that the anchor tip was broken off and had frayed sutures. There is no other damage to the anchor. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. As mentioned in the reported, it was suspected that the patient¿s bone was sclerotic, supporting our root cause. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint managem ent system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in australia that during rotator cuff repair surgical procedure, it was observed that two anchor devices both broke during insertion. According to the reporter, the surgeon commented that he thought the bone was sclerotic. It was further reported that the device broke at the tip and needed a new hole to complete the procedure. There were no delays in the surgical procedure as identical spare devices were available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.